Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device change, the physician noted an abrasion on the right ventricular lead at the proximal end of lead. The physician elected to use silicone adhesive to repair the abrasion. The lead was attached to the new device and procedure completed. No artifact or abnormality was noted on the lead prior or after the new device was attached. Patient left the hospital in stable condition.